Event description:
A patient of unknown age and unknown gender with acute myocardial infarction complicated by cardiogenic shock underwent impella cp placement via the right femoral artery. The patient's pre-support society for cardiovascular angiography and interventions (scai) shock stage was not reported. Comorbidities were not reported. Following implantation of the impella cp, loss of perfusion to the affected leg was identified. Due to the compromised distal circulation, the impella cp was removed. The patient survived.

Manufacturer narrative:
A2 and a4 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.